Event description:
This lead was explanted and replaced due to loss of capture and undersensing. The pacemaker was replaced at the same time due to eri. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks approximately 17cm distal to the is-1 connector pin. In addition, abrasion marks along the lead body were observed. In particular, approximately 41cm distal to the is-1 connector pin the inspection revealed a rubbed through insulation. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with another implantable device such as ta nearby lead. Diagnostic images clarifying this assumption were not available for analysis. Furthermore, cuts in the insulation were detected which resulted most likely from the explantation procedure. Blood penetrated the lead. The values of the parameters measured during the electrical and the mechanical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.